Event description:
It was reported that, after a thr surgery performed in 2009, a patient with a bhr resurfacing femoral head 48mm started to experience pain one year ago. It was noticed that the patient's metal ions were in the 50 ug/l range. This adverse event was solved performing a revision surgery on (B)(6) 2022, where the femoral head was removed along with evidence of pseudo tumor. The cup was well implanted and thus retained. A hip stem was implanted and the bdmh was utilized. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that the patient experienced pain and elevated metal ion levels. Revision surgery was performed, removing the femoral head along with evidence of a pseudotumour. The cup was well implanted and thus retained. The current health status of the patient is unknown. The devices, used in treatment, were not returned for evaluation. Without a definitive batch number, a device history record review cannot be performed for the devices involved. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months to the complaint aware date. Other similar complaints were identified for the part number and the reported/related failure mode; this will continue to be monitored. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. Review of the current product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without lot details, a review of the IFU applicable at the time of implantation is not possible. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of pain, metal ions in the 50g/l range, and pseudotumor were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the available information we cannot confirm the reported complaint and without further details our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.